Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2022-03754. Additional information revealed that the patient underwent surgical intervention wherein the leads and anchors were explanted and replaced. During the procedure, it was found that the lead with high impedances was fractured near the anchor site. The anchor was also found to be fractured. Postoperatively, the patient has effective therapy. Note: investigation did not confirm which lead was fractured.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-14962. It was reported that the patient was not receiving effective therapy from their system. It was confirmed via x-ray that the leads had migrated and high impedances were also present. In turn, surgical intervention may take place to address the issue.